Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported identify clinical diagnosis was the urinary retention had returned. It was noted the identify device diagnosis was high impedance. The hcp reported the patient had no sensation from the device on (B)(6) 2016. The device was interrogated and there were impedances greater than 4000 ohms, and no sensation with voltage up to 8 on (B)(6) 2016. It was noted the device was found to be off (B)(6) 2016. It was noted the event was related to the device or therapy. The event was not related to the implant procedure. It was noted the patient felt the interstim was not working properly, the patient had no sensation from the device for over a month. It was noted there were impedances greater than 4000 ohms with no sensation with voltage up to 8. It was noted the impedances were greater than 4000 for 0 c, 0, and 2, 0 and 3. It was noted on (B)(6) 2016 the patient was complaining of issues urinating, and they had to strain 3-4 times to start the flow. The patient was reprogrammed around the high impedance lead to resolve the event. It was noted the issue was resolved without sequelae on (B)(6) 2017. It was noted the event resulted in an unscheduled visit to the clinic or office. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient was implanted for the treatment of retention, and that the cause of the high impedances was not known. It was noted that the cause of the device being off was that the patient accidentally turned the device off. No further complications were reported/anticipated.